Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a posterior spinal surgical procedure at t2-l2 to treat idiopathic scoliosis with hooks, pedicle screws, rods and dominos. Sometime post-op the patient underwent a revision surgery to lengthen the rods. It was reported that the set screw stripped in the domino connector and the domino connector could not be detached from the rod. The surgeon removed another set screw from the domino and set screws of the l1 and l2 pedicle screws to replace the rod and domino with new implants. The event delayed surgical time more than 60 minutes. No additional patient complications were reported.